Event description:
It was reported that the foley catheter was difficult to deflate during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The reported failure was considered within specification as the reported failure could not be reproduced. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 5.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated in 35.67 seconds without issue or cuffing, returning 5.5 ml of solution. The balloon was dissected to find that the inflation notch was perforated correctly. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the investigation was unconfirmed and could not be performed as the lot number was unknown. Labeling review was not performed as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate during the pretest.